Manufacturer narrative:
Device from same lot of actual device involved was eval. No conclusion can be drawn.

Event description:
Information received from our foreign affiliate. A sales rep was informed by staff members at an eye care professional's (ecp) office that a patient developed a paracentral corneal ulcer and corneal edema in the left eye in 2007, while wearing acuvue lenses. The patient's corrected visual acuity in the left eye was 20/130 at that time. In 2000, the patient's corrected left eye visual acuity was 20/17. The ecp's staff member told us the patient has worn acuvue lenses since 1998. Our foreign affiliate made multiple calls to the doctor's office to get additional information, but our affiliate informed us the ecp was uncooperative and would provide no additional information. This is being reported as an MDR due to the location of the corneal ulcer and the reduction in visual acuity which may indicate the presence of a serious corneal ulcer. No additional information is expected for this issue. Two lenses were received for evaluation, the results are as follows: the parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for center thickness, base curve, and diameter. No visual attributes were observed. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no other complaints in our worldwide complaint database for the lot in question. All MDR's are reviewed with senior management during quarterly management review meetings.